Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the system controller was receiving red heart alarms when connected to the power module; however, no alarms while on batteries. The suspected area appears to have a small burn mark on the silicon jacket. The hospital requested a percutaneous lead evaluation and or repair. In addition, one system controller was returned for evaluation.

Manufacturer narrative:
The system controller, serial number (B)(4), was returned for evaluation. The reported alarms were confirmed via the returned system controller log file. Review of the log file revealed several brief changes to pump speed and power including low speed and low flow hazard alarms and a pump disconnected event. The absence of pump speed and power during the events appeared to indicate that the lead was intermittently disconnected from the system controller, resulting in the reported alarms. The returned system controller was functionally tested using the equipment in the manufacturer's lab and was found to function as intended, even when the cables were manipulated. The white and black power cables were independently disconnected and the system continued to operate solely on either power cable without any functional issue. The device passed the functional test procedure, which confirmed all visual and audible alarms activated when induced. The device operated on a mock circulatory loop without any notable event. The test percutaneous lead connector was able to fully insert into the bulkhead. The analysis could not determine a specific root cause of the atypical pump speed and power change contained in the log file. In addition, the manufacturer conducted a percutaneous lead (lead) distal end replacement according to procedure. Examination of the returned section of the percutaneous lead could not confirm the suspected percutaneous lead issue. Approximately 8" of the replaced portion of the lead approximately was returned for evaluation. The bend relief had separated from the metal connector. The area of the lead adjacent to the metal connector that was reported to be blackened from a burn appeared to have turned black due to a build-up of adhesive residue. The metal connector showed the same adhesive residue along the entire circumference of the proximal edge. Electrical continuity testing of the lead did not reveal andy discontinuities or shorts. Examination of the lead found breakdown of the braided shield adjacent to the metal connector and at the terminus of the connector bend relief. Visual inspection of the wires found some kinking of each wire at the metal connector, which appeared consistent with the observed separation of the bend relief. The insulation of each wire appeared to be intact. The lead was submerged in a saline bath fro hi-pot testing to verify the electrical integrity of each wire. The testing did not reveal any insulation breaches that could have contributed to an electrical short. No further info is available. The manufacturer is closing its file on this event.